Event description:
Related manufacturer report number: 2017865-2022-11558. It was reported that the atrial and right ventricular lead exhibited pacing inhibition due to noise. Upon revision, insulation breach was noted on both leads. Both leads were capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.